Event description:
It was reported that the buttons are sticking. It was reported there is no sign of damage to the keypad.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.